Event description:
The customer received questionable results for tina-quant albumin gen 2 (malb) on five patient samples. Of those five, it was determined that three samples had erroneous results that were reported outside of the laboratory. The customer indicated they began having problems with malb and their level 1 urine qc on (B)(6) 2013. As part of troubleshooting, the customer used a different water source for calibrating the assay and investigated the water system. The customer replaced the reagent on (B)(6) 2013 and performed a calibration; after which, the qc recovered on target. The issue returned on (B)(6) 2013, when qc was double of what it should be. Troubleshooting, the customer replaced the reagent and the qc was good. The customer also replaced the sodium chloride cassette that was on the analyzer. The customer indicated there were no other issues with any other assay. Patient 1 had an initial malb result of 3.7 mg/dl; which was reported outside of the laboratory. The sample was repeated and generated a result of < 1 mg/dl. The customer deemed the repeat result to be the correct result and issued a corrected report. There was no adverse event. Patient 2 had an initial malb result of 29.4 mg/dl; which was reported outside of the laboratory. The sample was repeated and generated a result of 8 mg/dl. The customer deemed the repeat result to be the correct result and issued a corrected report. There was no adverse event. Patient 3 had an initial malb result of 16.3 mg/dl; which was reported outside of the laboratory. The sample was repeated and generated a result of < 1 mg/dl. The customer deemed the repeat result to be the correct result and issued a corrected report. There was no adverse event. The lot of malb reagent in use was 67546101, with an expiration date of 11/30/2014. The field service representative found an issue with the probe rinse station operation. He observed that the water rinse height and the sample probe external rinse level were both low. He adjusted the cell rinse water level, along with the sample probe external rinse level. He verified all probe internal air purge volumes were above the minimal levels. He changed the sample probe and completed probe checks. He also completed daily ise calibrations and daily qc, along with a precision run. All tests were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results: device subassembly-probe rinse station.